Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose was 190 mg/dl. The customer stated that her act buttons and the up and down buttons are not working, only bolus button and escape are working. The customer was asked if she recalls any significant events leading to the keypad issue. The customer stated that she is unaware of any issues. The customer was advised that the insulin pump need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to a back up plan per health care provider instruction.